Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was hematoma, major bleed, and cardiac arrest during impella 5.5 patient support. While on support, the patient was developing a hematoma on the right chest wall and right side of the abdomen. There was a CT scan overnight. Two units of packed red blood cells were given and there was minimal oozing at the impella site. Systemic heparin was put on hold. The patient coded and passed away.

Manufacturer narrative:
The cause of the bleeding and hematoma was not determined since product was not returned and insufficient clinical details provided. The cause of the cardiac arrest was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks.